Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals and the mv sensor was disabled by the signal artifact monitor (sam) diagnostic due to electromagnetic interference (emi). This ICD also delivered inappropriate anti-tachycardia pacing (atp) due to the oversensing of the noise. The physician confirmed the noise was during a surgical procedure. This ICD remains in service. No adverse patient effects were reported.